Event description:
Customer reported device = 285 mg/dl at 3 pm. Customer went to the hosp. Hosp device = 86 mg/dl. No treatment was received. A request was made for return product and replacement product was sent.